Event description:
It was reported that the customer had cracks to their reservoir compartment. Customer's blood glucose level at the time 473mg/dl. Troubleshooting occured. No significant event leading up to the incident was mentioned. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The pump passed the self test. No display anomaly or missing segments/partial display noted during our testing.